Event description:
It was reported that patient presented for follow-up in remote. Review of transmission revealed that patient's device and right ventricular lead exhibited post paced t wave over-sensing. Programming changes were made, and device is being monitored. Patient condition was unknown.